Manufacturer narrative:
This event occurred in (B)(6). (B)(4). A patient age of (B)(6) was also provided. A clarification of the correct age has been requested.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for etoh2 ethanol gen.2 (etoh) on a cobas 8000 c 502 module (c502). The initial result was 0.61 g/l and this value was reported outside of the laboratory to medical personnel. The sample was repeated on (B)(6) 2017 and resulted as < 0.1 g/l. No adverse events were alleged to have occurred with the patient. The etoh reagent lot number was 279097. The reagent expiration date was asked for, but not provided. It was suspected that the root cause was related to contamination. The field service engineer performed preventive maintenance on the analyzer. The gear pump pressure was found to be low.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The last calibration that occurred before the issue was on (B)(6) 2017. Two different reagent lots were calibrated. Several calibrations were performed on that day due to calibration standard alarms. Calibrator signals for one standard were fluctuating over time. The root cause of the issue may have been related to contamination due to incorrect gear pump pressure. Incorrect pressure may lead to insufficient rinsing of the sample probe and may also explain observed calibration signal fluctuations.

Manufacturer narrative:
The patient's age has been confirmed as (B)(6). Medwatch field has been updated.